Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed displacement test and self test. No unexpected missing segments or partial display anomalies noted. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen of insulin pump had whitening and darkening and it harder to read. Customer stated the insulin pump was rewinds slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.